Event description:
Customer reported that pump did not charge well and sometimes failed to charge when plugged in. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional information was obtained regarding action taken; pump was out of warranty and not yet in process for replacement.